Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion set cannula fell off due to which hyperglycemia occurs within 3 days of use. High blood glucose level was 380 mg/dl. Event occurred on 02/26/2024 and 02/28/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.